Event description:
It was reported that at routine follow-up a stored egm for a vf episode was noted. Review of the stored egm showed lead noise. The noise could not be reproduced with isometrics or pocket manipulation. The patient reported having gall bladder surgery but could not remember on which day. Programming changes were recommended. Lead remains implanted.